Manufacturer narrative:
(B)(4) .

Event description:
It was reported that in anesthesia, the md met with severe resistance when inserting the swg into the pt through the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.